Manufacturer narrative:
Evaluation summary: the condition of the defective user interface module printed circuit board (uim pcb) was confirmed. Multiple failure codes were manifested as a result of this condition. The pump's uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The pump was evaluated and tested and confirmed to be put back into service.

Event description:
During product evaluation the pump's user interface module printed circuit board (uim pcb) was found to be defective. There was no pt injury or medical intervention necessary according to the hosp rep, no add'l info is available.